Event description:
It was reported that during a thorascopic approach trans hiatal hernia procedure, the blade did not work. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The analysis results found that devices a, b, and c were returned in good condition. The devices were tested and were functional. There were no anomalies noted with the functionality of the devices. It could not be determined why the devices reportedly malfunctioned. The reported incident could not be recreated nor confirmed. The analysis results confirmed that device d was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.